Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 9) occurred. The customer reported a blood glucose (bg) level of 500 (mg/dl). The customer loaded a new cartridge, resumed insulin and delivered a bolus to address bg levels and cartridge alarm.